Event description:
It was initially reported to philips that the device stopped working during a code and was considered a serious injury. Additional information received clarified that the battery died after the user revived the patient and there was no injury to the patient or delay in patient treatment. This report has been updated from serious injury to product problem.

Manufacturer narrative:
A follow-up will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device stopped working during a code. Additional information was not provided. The device was reported to be in use on a patient and subsequently caused a delay in life saving therapy. As such, this will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional information has been requested.